Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. What were the indications for surgery? Were any difficulties experienced with device during initial procedure to include staple form? What structures were being anastomosed? What was the location of leak? How was the leak identified? What was done to treat the leak? Did the patient undergo any preoperative radiation or chemotherapy? What is the current patient status?

Event description:
It was reported that the problem of leak happened after laparoscopic radical gastrectomy for gastric cancer . On (B)(6) 2020,gastrointestinal anastomosis was performed during the surgery . Noted the anastomosis site with leak issue on (B)(6) of the same year. The hospital immediately treated the patient. No additional information can be provided.